Event description:
It was reported that a few weeks post implant, decreased sensing was observed. All other parameters were in range. When respositioning was unsuccessful, the lead was explanted and replaced. The patients condition was stable after the event.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. (B)(6).